Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient stated they removed her catheter at 12:30am and it was so painful for her to void that they are putting the catheter back in today. Patient stated she was not happy that she did not void that much after the cath was removed. She has not tracked any of her symptom data.